Event description:
It was reported that this right ventricular (rv) was repositioned due to dislodgement & loss of capture. The patient was shoveling snow against medical advice, and started exhibiting a popping sensation in their chest, along with a drop on their heart rate. The patient underwent a revision procedure in which this rv lead was successfully repositioned. No additional adverse patient effects were reported.